Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tpn tubing cracked at the end while on a patient. There was no patient harm.

Event description:
The customer reported that the tpn tubing cracked at the end while on a patient in the nicu. There was no patient harm.

Manufacturer narrative:
Additional information provided. This occurred in the neonatal intensive care unit.

Event description:
The customer reported that the tpn tubing cracked at the end while on a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tpn tubing cracked at the end was confirmed. Visual inspection of the set noted several vertical cracks and stress marks were observed around the distal rim of the male luer spin collar. There were no other anomalies observed. Functional testing was not performed. The root cause of the vertical cracks was not identified.